Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. High powered visual inspection, including the use of a photon emission microscope, of the internal components identified an issue with a portion of the mixed mode integrated circuit (mmic). Testing determined the mmic had been damaged by electrical overstress. As this device was received with no performance allegations reported from the field and there was no memory available to analyze, it was not possible to determine the root cause of the electrical overstress. It may have been caused by exposure to external defibrillation or by the device delivering a shock via a shorted defibrillation lead. The root cause of the identified damage could not be confirmed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for analysis. No adverse patient effects were reported.